Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium (na) on a cobas c 303 analytical unit. The initial result was 148 mmol/l. The sample was repeated as the result did not correspond to the patient¿s medical history. The repeat from a different analyzer was 140 mmol/l. The questionable result was not reported outside of the laboratory. The field service representative (fsr) replaced the sipper nozzle. The customer repeated the patient sample on the c303 analyzer and the result was 139 mmol/l.

Manufacturer narrative:
In addition to replacing the sipper nozzle, the field service representative (fsr) checked the dilution vessel and the vacuum line. The customer has had no further issues. The investigation determined the event was due to preanalytical handling issues. Sample quality issues can cause clots in the flow path and the vacuum line. The service actions resolved the issue.